Manufacturer narrative:
The customer stated the test strip port was contaminated with control solution. Controls were run on both meters and passed. Meter a and the test strips were requested for investigation. The meter was returned. The test strips were not returned. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The meter was tested using retention test strips and controls: control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 45, 45, 44 mg/dl. Level 2 ¿ 310, 314, 298 mg/dl. All returned results are within acceptable range. The meter was also disassembled and it's electronic compartment was visually inspected. Contamination was observed at the test strip port. This contamination can lead to the issue the customer complained about. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on 2 accu-chek inform ii meters with serial numbers (B)(4) (meter a) and (B)(4) (meter b). At 5:44 p.m. The result from a finger stick on meter a was hi (result > 600 mg/dl). The operator did not believe this result. At 5:49 p.m. The result from a finger stick on meter b was 358 mg/dl. Based on viewing the patient's other test results, including blood gas, lab personnel believe the patient's glucose may actually have been that high.